Manufacturer narrative:
Correction: event date updated. See b. 3 total occurrences for this failure described. 1 with known event date and and patient outcome information. Two without known event date and no patient outcome information provided.

Event description:
(B)(6) 2024: 12th feb 2024 was provided by bd rep by mistake - she confirmed that she received the complaint from customer on this date and did not check that the word "today" was used on 10th feb 2024. Therefore, actual event date ("today" mentioned by customer) is 10th feb.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined. One photograph was provided for investigation, which showed a 20ga nexiva unit. What appeared to be a blood residue was observed in the extension tubing. A white pad was observed underneath the catheter adapter and the pad was stained red near the adapter. It was reported that blood was leaking from the area of the septum/catheter adapter. It was also reported that there were complications with the needle at the septum/catheter adapter. Without the physical sample, the root cause of the leak could not be determined. Potential contributing factors include misalignment during assembly and damage from the needle. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that bd nexiva leaks during needle disengagement. The following information was provided by the initial reporter translated from dutch to english: - when we puncture and we remove the needle, sometimes blood leaks during blood collection from the gray eraser along which the needle is removed (see photo). - the needle sometimes sticks to the eraser and so we don't get it completely removed. - when injecting, the fluid or medication also gets past the eraser. As a result, patient had to be re-pricked to have safe medication access and avoid infection risk. Can this be included with bd supplying these catheters? So, should we not use this alternative anyway or should we stand by and list how frequently it occurs? Or have there been any reports? These three problems occurred at many intervals (one as recently as december, one a week ago, one today) but it may also have often gone unreported or gotten to us.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. 3 total occurrences for this failure described. 1 with known event date and and patient outcome information. Two without known event date and no patient outcome information provided.